Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The customer's complaint was confirmed and the repair found a faulty patient board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was distorted because of the failure of parts on the dp board due to deterioration over time. The dp board performs image processing of the endoscope and the image may be distorted by the failure of the parts. More than 7 years have passed since the subject product was manufactured.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, one blue line was appearing on bottom of the endoscopic image. Olympus india checked the subject device and found that the endoscopic image was disappeared intermittently. There was no report of patient injury associated with the event.